Event description:
Proximal balljoint was loose when pt came to physician's office on 11/27/96. Physician tightened fixator before pt went to physical therapy. Ball joint was loose after physical therapy. Physician exchanged fixator. Physician reviewed x-ray and indicated no loss of fracture reduction.